Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) was having trouble locating and using the pump due to capsule and hematoma. A surgical procedure was performed to remove and replace the pump. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100625261. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4).